Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain / pain (pelvic (mild)") and genital haemorrhage ("abnormal bleeding") in a 26-year-old female patient who had essure (ess205) (batch no. 626209) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gravida ii, parity 2 (date of births: (B)(6) 2001 and (B)(6) 2003) and caesarean section in 2003. Concurrent conditions included overweight. In (B)(6) 2006, the patient had essure (ess205) inserted. In (B)(6) 2006, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain / pain (abdomen (severe)-"), menorrhagia ("menorrhagia / abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and vaginal discharge ("vaginal discharge"). In (B)(6) 2007, the patient experienced migraine ("migraines"), headache ("headaches") and fatigue ("fatigue"). In 2014, the patient experienced scar ("scar tissue resulting from removal"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), infection ("infection") and back pain ("backaches"). The patient was treated with surgery (surgery-went through previous c-section incision to remove essure device). Essure (ess205) was removed in (B)(6) 2014. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, menorrhagia, infection, scar, vaginal discharge, migraine and fatigue outcome was unknown, the dysmenorrhoea, headache and back pain was resolving and the vaginal haemorrhage had resolved. The reporter considered abdominal pain, back pain, dysmenorrhoea, fatigue, genital haemorrhage, headache, infection, menorrhagia, migraine, pelvic pain, scar, vaginal discharge and vaginal haemorrhage to be related to essure (ess205). The reporter commented: left fallopian tube: at least 3 to 5 coils were seen, about 2 loops showing maybe 3 that we could see in the fallopian tube in right. The patient tolerated the procedure very well. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.1 kg/sqm. Hysterosalpingogram - in 2006: results: total bilateral occlusion / proper placement. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: abnormal bleeding most recent follow-up information incorporated above includes: on 29-nov-2018: mr received. Lot number added. Laboratory data was added. On 4-dec-2018: plaintiff fact sheet received: no new information amendment: the report was also amended on 14-dec-2018 for the following reason: significant correction- ccc updated. Incident: we received a lot number. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain / pain (pelvic (mild)") and genital haemorrhage ("abnormal bleeding") in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gravida ii, parity 2 (date of births: (B)(6) 2001 and (B)(6) 2003) and caesarean section in 2003. Concurrent conditions included overweight. In (B)(6) 2006, the patient had essure (ess205) inserted. In (B)(6) 2006, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain / pain (abdomen (severe)-"), menorrhagia ("menorrhagia / abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and vaginal discharge ("vaginal discharge"). In (B)(6) 2007, the patient experienced migraine ("migraines"), headache ("headaches") and fatigue ("fatigue"). In 2014, the patient experienced scar ("scar tissue resulting from removal"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), infection ("infection") and back pain ("backaches"). The patient was treated with surgery (surgery to remove essure device). Essure (ess205) was removed in (B)(6) 2014. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, menorrhagia, infection, scar, vaginal discharge, migraine and fatigue outcome was unknown, the dysmenorrhoea, headache and back pain was resolving and the vaginal haemorrhage had resolved. The reporter considered abdominal pain, back pain, dysmenorrhoea, fatigue, genital haemorrhage, headache, infection, menorrhagia, migraine, pelvic pain, scar, vaginal discharge and vaginal haemorrhage to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.1 kg/sqm. Hysterosalpingogram - in 2006: total bilateral occlusion / proper placement. Most recent follow-up information incorporated above includes: on 22-feb-2018: pfs received - new event, "scar tissue resulting from removal, abnormal bleeding (vaginal), vaginal discharge, migraines, headaches, backaches, fatigue" were added. New reporter was added. Lab data was added. Historical and concomitant conditions and treatment medication were added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") and genital haemorrhage ("abnormal bleeding") in a female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia"), dysmenorrhoea ("dysmenorrhea") and infection ("infection"). The patient was treated with surgery (to remove essure device). Essure (ess205) was removed in (B)(6) 2014. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, menorrhagia, dysmenorrhoea and infection outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, genital haemorrhage, infection, menorrhagia and pelvic pain to be related to essure (ess205). Company causality comment: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.